Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in a coronary artery. A 3.50 x 20 synergy - drug-eluting stent was advanced to treat the target lesion. However, after inflating the balloon to deploy the stent, the physician noticed that there was no stent deployed in the artery. The device was then removed and optical coherence tomography (oct) was obtained which revealed that there was no stent in the vessel. The physician checked everywhere but the stent was nowhere to be found. The physician then claimed that the stent was removed with the stent protector during unpacking. The procedure was completed with another same sized synergy stent. No patient complications were reported and the patient's status was stable.